Manufacturer narrative:
B3. Event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported post the index procedure on an unknown date, follow up showed a type ii endoleak. The lumbar artery was embolized subsequently on an unknown date, the aneurysm continued to expand. The physician decided to partially explant the endurant stent graft, during the explant procedure it was confirmed that there was leakage from the limb near the terminal aorta. There was no visible damaged to the explanted limb stent graft. The physician implanted a "y-graft replacement" and the surgery was successful with no problems. Per the physician, the cause is unknown. It may be residual type ii endoleak , or it may be seeping from the rim. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed there was no ib endoleak, the seeping from the rim was further described to be a seeping out from the surface of the graft where the stent ring was sewn into it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis one bifurcate endurant graft with transectional cuts between the 2nd and 3rd stent rings, and between the 14th and 15th stent rings. One flared endurant limb were returned, with the flared limb within the contralateral leg of the bifurcate. Multiple holes and a suture break were visible to 14th stent ring of the ipsilateral leg of the bifurcate possibly due to tooling damage. Suture breaks were visible to the 8th stent and the 10th stent rings of flared limb. Fabric tufts were visible on opposite sides of the 8th stent ring of the flared limb. A stent ring break was visible to the 5th stent ring of the bifurcate graft and sem analysis was performed which indicated evidence of fatigue fracture originating during the explant procedure. 2.02mm sq. And 0.7mm sq. Abrasion holes were visible to the 10th stent ring of the flared limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was speculated that the seepage from the rim could be type 3b from the needle hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported that the endoleak was noted from etlw1620c124ej and it was clarified that all stent grafts have been explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.